Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high adjust caution occurred toward the end of two routine hemodialysis treatments. Rinseback was not performed due to possible clotting, resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit preventing rinseback of the patient's blood. The cycler alarmed appropriately. Facility staff increased the patient's heparin dose at the beginning of treatments. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.